Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was over 525 mg/dl. Patient's current blood glucose: 558 mg/dl. Customer didn¿t take any treatment for high blood glucose. The customer reported that she had high blood glucose all day since lunch. The customer had symptom like headache. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer is not calling back to perform an high pressure test. The pump will not be returned for analysis.